Manufacturer narrative:
Sections with additional information as of 01-mar-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter - e-0 with lab control. No defect found on returned test strips. Root-cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.

Manufacturer narrative:
Sections with additional information as of 21-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Customer is calling from the doctor's office; customer stated she had gone to the doctor due to the e-5 error. The doctor had performed a blood test using their meter and had obtained a result of 79mg/dl (fasting/non-fasting was not disclosed. The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The product is not stored according to specification; customer stated that she keeps the test strips in her bag with her at all times. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-5 error. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.